Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. Follow-up determined that there were no allegations against this lead when it was originally capped and replaced. No patient complications have been reported as a result of this event.